Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and no defects were observed. Priming was performed with a bag of sterile water, and the set worked according to specifications. Functional testing was performed, and the set worked according to specifications. The set was connected to a spectrum iq pump, and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a clearlink system continu-flo solution set, fluids began flowing into the drip chamber but stopped. All clamps were open and fluid would not flow out of the drip chamber. This issue was noticed once an intralipid bag was spiked during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.